Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was over 700 mg/dl. The customer reported that the insulin pump had battery and received failed batter alarm. The customer declined troubleshooting for high blood glucose level. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device passed displacement test, operating currents, self test and off no power. No low battery alarm and no failed battery alarm noted. No cosmetic damage noted.